Event description:
The customer reported via phone call that she had high blood glucose over 400 mg/dl for 4 weeks. Customer's blood glucose was over 400 mg/dl at the time of the incident. Customer's current blood glucose is 283 mg/dl. Customer has symptoms of high blood glucose such as fatigue. Customer treated with insulin syringes, which brought down her blood glucose. Customer stated that she did a bolus for a meal and has contacted her health care professional regarding the unexplained high blood glucose. Customer reported that she covered her settings with a nurse practioner and diabetes educator. Customer declined to troubleshoot because she stated that the pump is working now.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.